Event description:
Customer claims that there is no alarm tone. The unit was tested with new batteries. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval of the returned alarm unit found the alarm battery door is missing. The alarm case is cracked at the bottom right corner. The speaker inside the alarm is loose. The condition of the alarm did not allow further testing. (B) (4).